Manufacturer narrative:
Citation: hoffmann j et al. Inflammatory signatures are associated with increased mortality after transfemoral transcatheter aortic valve implantation. Esc heart fail. 2020 oct;7(5):2597-2610. Doi: 10.1002/ehf2.12837. Epub 2020 jul 8. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding inflammatory signatures and their impact on 1-year survival in patients with severe aortic stenosis undergoing transcatheter aortic valve implantation (tavi). All data were collected from a single center between september 2016 to march 2018. The study population included 129 patients (predominantly male, mean age 83 years), 14 of whom were implanted with medtronic evolut r bioprosthetic valve (no serial numbers provided). Among all patients, the overall mortality was 3.1% at 30 days, 8.5% at 6 months, and 20.5% at 12 months¿ follow-up. The deaths within 30 days were related to stroke, major vascular complication, and major bleeding events; however, no further details were provided regarding these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: arrhythmia requiring permanent pacemaker, stroke, major vascular complication, and major bleeding . Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.